Event description:
Boston scientific received information that during an elective device replacement procedure, a review of the device memory revealed some stored intermittent high out of range shock impedance measurements. Upon opening the pocket and removing the device, visual observation revealed this lead's df-1 distal pin was not fully inserted into the device header. The set screw had been tightened, however the pin could be pulled back without releasing the set screw. It was thought the out of range shock impedance measurements were due to the df-1 distal pin not fully inserted during the implant procedure. No ventricular arrhythmia had occurred, therefore, no shocks were undelivered due to this issue. Upon attaching the replacement device to this chronic right ventricular lead, normal shock impedance measurements were obtained. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this right ventricular lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.